Event description:
It was reported that the patient presented via merlin.net transmission showing non-sustained right ventricular oversensing (nsrvo) due to post paced t wave oversensing (pptwos). The device was post paced t wave oversensing on the ventricular channel. The patient did not receive therapy during oversensing. The oversensing was noted on a stored electrocardiogram (egm). Programming changes were suggested. Further information could not be obtained.